Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a malignant tumor resection procedure and barbed suture was used. During the procedure, when pulling the suture with slight force, the suture was broken. There were no adverse consequences to the patient. No additional information was provided.